Event description:
Customer tested blood glucose and received a result of 132mg/dl. Customer ate and took bedtime insulin. Next morning the customer was unresponsive, 911 was called. Customer's blood glucose was taken on suspect device and received a reading of 120mg/dl. Paramedics arrived and received a reading of 30mg/dl of their device. IV dextrose was given. No controls were used. Request for return of the suspect device was requested. Replacement product was sent.